Event description:
It was reported that the patient lost stimulation in his left arm a couple days prior to the date of this report. It was also reported that 3 electrodes had impedances greater than 10,000 ohms; the rest of the impedances are "good." The patient did not have any fall or trauma. The electrodes with high impedances were programmed around, but the patient still did not feel stimulation at all on that left side. An x-ray was planned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-75 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-75 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 serial# (B)(4), product type programmer, patient product ID, 355060 lot# n273025, implanted: 2012 (B)(6), product type accessory product ID, 3550-63 lot# w2068834, implanted: 2002 (B)(6), product type accessory. (B)(4).